Event description:
The lay user/patient contacted lifescan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
This is the second report received from a (B)(6) hospital on (B)(6) 2010 involving the same patient where staff members reportedly failed to mix the solutions on three accusol bags resulting in the patient developing a metabolic alkalosis. Balance alarms were activated when all three bags had emptied the bicarbonate fluid into the pouch. The incident occurred on night duty around 5.00am. The hospital has now changed their protocol to ensure that two nurses are checking and signing that the accusol bags are mixed correctly. Additional information received on (B)(4) 2010 indicates the metabolic alkalosis was noted when arterial blood gases (abgs) were drawn when the event was noted by the staff. Results of the abgs are unknown. The patient reportedly experienced ventricular tachycardia (vt) at the time of the event and no other symptoms were noted. Ventilation was altered to overcome the alkalosis. The patient was admitted to the hospital. The patient outcome is unknown. The cause of the second event was reportedly related to staff status. The facility indicated no retraining was required.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.